Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the strings pulled out of five or six tampons while removing. She spoke to the walk-in clinic for instructions on how to remove the tampon. She was able to remove the tampons on her own and did not seek medical attention. She did not experience any unusual symptoms and was doing fine.